Event description:
It was reported that the right atrial lead was oversensing. A lead warning was triggered about four months earlier and the lead trend showed the atrial impedance had been fluctuating. The lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4194 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
It was later reported that the lead was capped and replaced.